Manufacturer narrative:
The minerva system uit (safety feature) indicated presence of a potential perforation on numerous occasions. User failed to comply with the approved instructions for use which specifically states: "if the uterine integrity test fails after reasonable attempts to implement the troubleshooting procedures (14.1.2-14.1.4), abort the procedure". "Although designed to detect a perforation of the uterine wall, this test is an indicator only and it might not detect all perforations. Clinical judgment must always be used". "If a uterine perforation is suspected and/or confirmed, the procedure should be terminated immediately".

Event description:
Doctor conducted the minerva procedure in a patient suffering from aub (e). Pre-procedure diagnostic hysteroscopy was not performed. The minerva device was inserted and deployed. Doctor made multiple attempts to pass the perforation detection test, which failed, indicating potential perforation. After removing and re-inserting the minerva device on multiple occasions, but without hysteroscopic evaluation of the uterine cavity for the root cause of the failure to pass the uit, doctor was finally able to pass the test and conduct an ablation. Post-procedure diagnostic hysteroscopy was not performed. The patient was discharged shortly thereafter. A few days later the patient presented with complaints of abdominal pain and fever, was diagnosed with bowel injury, underwent bowel repair (extent and type unknown), and fully recovered.